Event description:
Caller alleged discrepant results compared with the lab. Results as follows: 2nd inratio: 3.9, 3rd inratio 3.4, lab 3.0. On the patient's first try, the blood sample just stayed in the well. The second test was using strip lot #214536. The third test was using strip lot #08018b expiration 12/2009. The lab test was done on the same day within an hour of meter testing.

Manufacturer narrative:
Investigation pending.